Event description:
The salute fixation device was being prepared for a case under the supervision of a distributor sales rep. It had been used in a case previously that day. Its intended use is for fixation of prosthetic material. The customer reported that a technician loaded a disposable into the system as instructed. The first construct deployed was a straight wire. The technician removed the first disposable and loaded a second. The device deployed normal constructs throughout the rest of the case.